Manufacturer narrative:
Product ID: 977a260, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-mar-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient reported they were having issues charging their ins and noticed this issue began last week. Pt mentioned the no device found message would display and the screen would display reposition during that 30 second period of time their ins and wires would heat up to the point where it would burn the pt. Pt notified their medtronic representative today about the issue but the representative hasn't responded back to the pt. Pt contacted their hcp and the hcp referred pt to the hospital that implanted their ins. The hospital scheduled the pt's appointment on thursday, april 28th, and reached out to medtronic representative. Rep advised pt to call patient services (ps) for a replacement rtm. Pt also mentioned last week they felt hotness under their ins that slowly grew to the entire back of their thigh. Pt ignored the burning and it went away. Pt was unsure if it was positional but when pt would sit the area behind their thigh under their ins would heat up in a circle.

Event description:
Additional information was received. It was reported the circumstances of the heating issues was a faulty charger. The recharger was replaced.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 977a260 serial# (B)(6): product type lead product ID 977a260 serial# (B)(6): product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6) product type recharger b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) found there was a poor recharge quality error, the cable gets hot at entrance of paddle, the insulation is pulling out of the donut, and the recharger failed the t5001 (get manufacture struct command and response) test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.